Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, the 'known inherent risk' conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Another conclusion code was selected based on the field report of erosion of the skin over an implanted device and/or migration of the device. Skin erosion and device migration are known for implanted devices. Analysis of the returned product is not able to provide relevant information pertinent to these types of allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) had an erosion through the skin. The patient was treated with intravenous antibiotics. Additional information received that the system was explanted due to elective replacement. A laser extraction was performed and the patient was monitored with the transesophageal echocardiogram. There were no additional adverse patient effects reported.